Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 56-20040 lot v1404620 before the market release. No anomalies have been found. The original lot, manufactured in august 2015, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation of the device involved, received on october 13, 2016, is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once further information on the event and/or the technical analysis investigation is available. As soon as further information is available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local representative indicates: hospital name: (B)(6): dr. (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: correction; patient's information: male, weight: normal; previous health conditions: good; problem observed during: during treatment; type of problem: device functional problem; event description: while the patient was getting into his car, the proximal ring broke in the anterior-medial position, in correspondence of one fiche (in that area there were 3 fiches very close one to each other). The patient reported that a few days before the breakage, he felt a strong tension on the fiches in that area. Due to this breakage the patient had to undergo a second surgery to replace the broken ring and to add support devices. The complaint report form also indicates: the device failure had adverse effects on patient -loss of fracture reduction; the surgery was not completed with used device; a replacement device was not immediately available : the ring broke during treatment the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required: (B)(6) 2016; copies of the operative report are not available; copies of x-ray images are not available; information on patient current health condition: good. Patient started with a new correction. The local representative provided also to orthofix (B)(4) three pictures, showing the broken ring kept in place with metal wires applied by the surgeon, before performing the second surgery to replace the ring. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 56-20040 lot v1404620 before the market release. No anomalies have been found. The original lot, manufactured in august 2015, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation the returned device, received on october 13, 2016 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual and dimensional check as per orthofix (B)(4) design and product specifications. The visual check confirmed that the device was broken. The dimensional check of thickness of the ring, performed where possible, did not evidence any anomalies. It was not possible to perform the functional check as the device was broken. The device was then sent to an external laboratory for the mechanical, raw material and failure investigation. The results of the technical evaluation evidenced the conformity of the device to orthofix (B)(4) design specifications. The failure notified could be attributable to a cyclic loading that led to a fatigue breakage. The fractures nucleated from the edges at the inner diameter of the ring, in correspondence of a hole. After that the fatigue fracture has proceeded in the section of the ring, with a brittle morphology following several planes and irregular directions. These clues indicate that two components coupled with the ring, produced significant loads in correspondence of a limited area of the ring. These loads caused a fracture in two areas, starting as progressive rupture (fatigue). Based on the results of the technical evaluation, orthofix (B)(4) can conclude that the problem notified is attributable to the configuration of the frame application. It is likely that the load was distributed unevenly on the ring. Medical evaluation: the information made available on the case together with the results of the technical investigation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. On 23 october 2016: "this case involves an adult male patient of normal weight, who had a tl-hex fixator applied on (B)(6) 2015. We do not know the details of the original problem, but treatment is ongoing more than 10 months later. The patient noticed some change in sensation and a little pain a few days before the distal ring broke suddenly while he was getting into his car. The ring has broken obliquely through a screw hole. I am sure that it is relevant that the distal fixation is very localised on the ring, with 3 x 6 mm bone screws inserted anteriorly within three ring holes, and a single tensioned wire in the frontal plane. This wire was inserted 10 months ago so you wonder about the tension. The majority of the [proximal] ring fixation is very localised, and the breakage point is between the medial of these bone screws and the anterior pair of studs. The lever arm of the other two stud fixation points would be great and has, I am sure, produced a fatigue failure because this ring was subjected to cyclic loading beyond its specification. I have noted before that the practice of mixing tensioned wires and 6 mm bone screws, admittedly widely used, is providing fixation points of varying stiffness which may produce uneven loading of the rings, and may in some cases have this type of result. The effect can be mitigated by spreading the fixation points around the ring, but in this case the screw fixation is highly concentrated and produces point loading of the ring. So in my view the cause of this breakage was the chosen configuration of the fixation points of this frame, which caused overloading of the ring. Because of the variability of the different frame designs that can be used it is impossible to anticipate all potential problems, but this frame did not follow some basic principles of ring fixation. On 22 november 2016: this detailed technical analysis shows that the load was indeed localised as suggested by the frame configuration, and produced excessive cyclic loading localised to one area on the ring." Final comments: the results of the technical evaluation evidenced the conformity of the device to orthofix (B)(4) design specifications. The failure notified could be attributable to a cyclic loading that led to a fatigue breakage. The breakage of the ring is attributable to the configuration of the frame application. It is likely that the load was distributed unevenly on the ring. The medical evaluation evidenced as follows: "in my view the cause of this breakage was the chosen configuration of the fixation points of this frame, which caused overloading of the ring. This detailed technical analysis shows that the load was indeed localised as suggested by the frame configuration, and produced excessive cyclic loading localised to one area on the ring." Based on the results of the technical evaluation performed on the device, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the event occurred is not device related. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local representative indicates: hospital name: (B)(6): dr. (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: correction; patient's information: male, weight: normal; previous health conditions: good; problem observed during: during treatment; type of problem: device functional problem; event description: while the patient was getting into his car, the proximal ring broke in the anterior-medial position, in correspondence of one fiche (in that area there were 3 fiches very close one to each other). The patient reported that a few days before the breakage, he felt a strong tension on the fiches in that area. Due to this breakage the patient had to undergo a second surgery to replace the broken ring and to add support devices. The complaint report form also indicates: the device failure had adverse effects on patient -loss of fracture reduction; the surgery was not completed with used device; a replacement device was not immediately available : the ring broke during treatment the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was required: (B)(6) 2016 ; copies of the operative report are not available; copies of x-ray images are not available; information on patient current health condition: good. Patient started with a new correction the local representative provided also to orthofix (B)(4) three pictures, showing the broken ring kept in place with metal wires applied by the surgeon, before performing the second surgery to replace the ring. (B)(4).